Manufacturer narrative:
Customer emailed to apologize and notify bd that the product reported was not manufactured by bd. Please consider this MDR cancelled as the product in question is not manufactured by bd.

Event description:
It was reported that leakage occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, material no.: unknown. Batch no.: unknown. It was reported that on (B)(6) 2019 a customer tried to withdraw his dose from the vial. Patient stated that the needle pulled the rubber cover off of the vial and the medication leaked out of the vial. On (B)(6) 2019 ps called patient for persistency call. Patient reported that on (B)(6) 2019, he tried to withdraw his dose from the vial. Patient stated that the needle pulled the rubber cover off of the vial and the medication leaked out of the vial. Patient stated he disposed the vial and was unable to obtain the lot number. Patient had additional product on hand and was able to obtain the dose from another vial. A replacement request was made."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that leakage occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, material no.: unknown batch no.: unknown. It was reported that on (B)(6) 2019 a customer tried to withdraw his dose from the vial. Patient stated that the needle pulled the rubber cover off of the vial and the medication leaked out of the vial. On (B)(6) 2019 ps called patient for persistency call. Patient reported that on (B)(6) 2019, he tried to withdraw his dose from the vial. Patient stated that the needle pulled the rubber cover off of the vial and the medication leaked out of the vial. Patient stated he disposed the vial and was unable to obtain the lot number. Patient had additional product on hand and was able to obtain the dose from another vial. A replacement request was made."